Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump has been alarming no delivery since (B)(6) 2016 around 9:30 pm. Customer stated that the alarm first occurred during priming. Customer changed the infusion set and it worked. Customer stated that her blood glucose was 592 mg/dl and she treated with the pump. Customer later received another no delivery alarm during basal and she was able to clear the alarm and continue with the set. Customer's blood glucose was 560 mg/dl at 10:18 pm. Customer had high blood glucose readings of 487 mg/dl and 471 mg/dl. Customer had several no delivery alarms in the alarm history. Customer changed the infusion set to the opposite side of the abdomen and bolused. Customer was advised that the site may have been occluded. Customer changed the set and stated that 9.2 units of insulin went through successfully.